Manufacturer narrative:
The device was investigated upon return by (B)(6). The device was returned in a disc de-deployed state. The black sleeve was separated completely distal to the lock. The key was in the lock, and the portion of the lock that was still connected to the key was retracted. The distal portion of the black sleeve was partially retracted. The collagen was returned with the device, and under the inner white sleeve. It should be noted that the barb of the locking mechanism was visible at the tear of the black sleeve. The disc was deployed and de-deployed without issue. The key was removed from the lock and then re-inserted into the lock, and the lock would move. Conclusion: torn black sleeve: based on the fact that the sleeve was punctured, this failure was most likely caused by the barb of the locking mechanism coming through the black polyimide sleeve when the device was improperly grasped distal to the locking mechanism causing the tear and preventing the sleeve from retracting. In addition, it is possible the kinking of the device in the sheath and in use caused the barb to come though the black polyimide sleeve. Hematoma: hematomas are complications which may be related to the endovascular procedure or the vascular closure procedure. A femstop and a blood products successfully resolved the hematoma.

Event description:
The vascade mvp device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip but the black sleeve would not retract and the pulling on the device caused some tenting of the access site. At this point the sleeve tore distal to the lock. The doctor was able to force the black sleeve back but the device came out the access site before the collagen could be exposed and stripped off the device. The staff reverted to manual compression. At this point, a hematoma had formed at the access site and a femstop was applied to control the hematoma. The patient was also given fresh frozen plasma as well.